Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bulk on the tip and a notch was noticed on the scope, approximately two to three centimeters from the camera lens. The issue was found during inspection prior to use. There were no reports of patient involvement.